Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer's father called in to report high blood glucose levels and a bent cannula. The customer's blood glucose level at the time of incident was 400 mg/dl, but was 457 mg/dl at the time of call. The customer did not report any symptoms related to their high readings. The customer treated with a bolus. The customer reported that the alarm was resolved by an infusion set change. During troubleshooting, the customer found two small air bubbles. Tubing clamps were shipped to the customer and was advised to call back to perform troubleshooting. The customer was advised to change their entire set, reservoir, and insulin and treat per their health care provider's instructions. Nothing was replaced or returned.